Event description:
The mental brackets that hold the x-ray tube and collimator assembly to the x-ray support arm broke allowing the assembly to fall. There was no injury reported.

Manufacturer narrative:
Ge field engineer visually inspected the unit and noted that the tube yoke brackets were fractured allowing the tube and collimator assembly to fall. No injuries or damage was reported by the site. The tube yoke brackets were sent to the MFR for further analysis.